Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The us complainant had a cp placed to support a patient admitted in with a stemi and cgs. The cp allowed for pci. The team found the limb to become ischemic and was treated by the removal of the cp and escalation to the 5.5 pump and fasciotomy. The patient survived and is supported by the 5.5 pump via new access at the axillary.

Manufacturer narrative:
Added h6 clinical code 2262, impact code 4624 b5 added adverse event cardiogenic shock, which was inadvertently not included in the initial MFR report. G1 MDR reporting contact email corrected. H6 impact code 4627 changed to 4629.

Event description:
Additional information was provided by abiomed¿s long-term outcome and quality indicator impella registry, indicating an allegation of cardiogenic shock with the impella cp device used on this patient.

Manufacturer narrative:
The investigation for the limb ischemia and complete heart block has been completed. The impella device was not returned for evaluation. Clinical information was not sufficient to determine root cause. Therefore, the root cause heart block/atrial flutter and limb ischemia could not determined. Added- b5 additional failure mode, h6 clinical code 4444 corrections to the initial MFR report: d4-model number.

Event description:
It was further reported that the patient developed complete heart block and atrial flutter vs accelerated junctional. No details were provided about the treatment. However, after the escalation to impella 5.5, the patient recovered with sequelae.